Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/05/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 06/14/2016 with the following findings: a review of the black box data showed frequent low battery warnings and replace battery alarms. During testing, the pump¿s current draws were above specifications. There was moisture visible in the display. The pump failed a leak test at the battery compartment. The pump cover was opened and moisture damage was found throughout the pump.